Event description:
My son's dexcom g7 continually alerted to critical lows, every 15 minutes for hours in the middle of the night. We continuously kept pushing glucose to correct, not understanding why he kept going low, thinking we may had made a mistake dosing insulin. After a few hours of little sleep, we pulled the dexcom off, and did a manual blood read. He was in the 200s which he rarely enters due to diet control, with high ketones. We trusted the dexcom too much, and continued dosing glucose, but he was never low while we sent him dangerously high. Thankfully, we woke up enough with such little sleep to have the sense to test but we had been panic dosing glucose for hours thinking he was truly below 55mg/dl, a severe diabetic emergency.